Event description:
Customer reported receiving blood glucose results of 220 mg/dl from the freestyle. The medication dosed was in accordance with the reading then pt experienced severe hypoglycemia. A lab comparison reading of 105 mg/dl was provided. As the comparison exceeds the 20% variance allowed by the MFR, a malfunciton will apply. Treatment for the hypoglycemia was not described by the customer.